Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons were unresponsive. The patient's blood glucose has been running above 300 mg/dl and 400 mg/dl as of late. The customer stated that the buttons would get stuck and the pump would try to give her the wrong amount of units for her bolus. Troubleshooting was initiated for the keypad anomaly. The customer believes that the pump may have been exposed to moisture but she isn't sure. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.